Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings of 267 mg/dl and 168 mg/dl on their blood glucose meter. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.